Manufacturer narrative:
The hospital reported the alleged failure to alarm four months after the event. As such, only a sample strip was provided. There was no clear description of the event, data on the specific alarm in question, the time which it failed to sound, waveform data from full disclosure, or even the serial number for the device. The strip was analyzed and it appears the waveform did not meet the criteria to be considered a run alarm. However, data from before and after the event would be needed to make a complete determination. The device in question was tested and it did provide an alarm at the bedside and at both central stations. This report is considered final and the issue is closed.

Event description:
Spacelabs received a report that a patient monitor failed to alarm.

Manufacturer narrative:
A hospital emailed a failure to alarm event to spacelabs' complaint handling team on (B)(6) 2012. Spacelabs is collecting information from the customer. The investigation is underway. There is insufficient data to confirm the alleged malfunction of the device and identify any possible root cause at this time. No one has been injured as a result of this alleged malfunction. We will provide a supplemental report once additional information is obtained.

Event description:
Spacelabs received a report that a patient monitor failed to alarm.